Event description:
Treatment of an avm. It was reported that the catheter ruptured during onyx injection and onyx diffused into an unintended artery. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. The catheter used to deliver onyx was returned for evaluation and found ruptured due to over-pressurization. (B)(4).